Manufacturer narrative:
H3: the image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that at application of power, the computer readied. Within minutes of operation, the computer began a slow audible cyclic click, and the computer power cycled. The computer did manage to enter the setup menu when prompted and did not reset. Bios setting are as defined in tb10-025. Analysis found that the reported event was related to a computer component issue. The power switching board was returned to the manufacturer for analysis. Analysis found that the power switching board was installed into a test system. The system booted, readied and performed as expected. 2d and 3d imaging was also successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias computer was running slow and causing intermittent issues. The power board and ias computer were replaced. The unit was programmed to 3.1.7. The imaging system then passed the system checkout and was found to be fully functional. The power board and computer have been returned and are currently under analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while on site to upgrade the 3.1.7 software, the medtronic representative ran into some issues and needed to replace the image acquisition system (ias) computer. The computer was running slow and causing intermittent issues. There was no patient present when this issue was identified.